Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for pre-dilatation. However, contrast media was found to be leaking under fluoroscopy and upon inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.